Event description:
A 16 mm diameter x 11.5 cm length aneurx iliac stent graft was selected for the endovascular treatment of a component separation in a pt who had a previously placed aneurx stent graft to exclude an abdominal aortic aneurysm.it was reported that the pt presented to the e.r. With severe back pain. Flouroscopy examination revealed that two pieces (exact components not reported) had separated (MFR report #2953200-2004-1351). The physician attempted to implant an yrirhx16115 and the device kinked. The device was removed without injury to the pt. The physician inserted another yrirhx16115 and the device covered the separation between the two stent grafts. No clinical sequelae were reported and the pt is reported to be fine. The device was discarded. No further info was received.